Event description:
It was reported that during a procedure in the mid left anterior descending coronary vessel, a 3.0x15 xience v rx stent delivery system was advanced toward a concentric, totally occluded, heavily calcified lesion, but was unable to cross the lesion. Another 3.0x15 stent delivery system was used successfully to treat the lesion. There were no patient effects and no clinically significant delay in the procedure. Return device analysis revealed the distal end of the stent had shifted approximately 1 millimeter distally past the distal balloon marker (outside of balloon marker range). Additional reported information indicates that while there was no resistance during removal, a 'jack-hammer' approach was used when attempting to cross the lesion, which may have resulted in stent movement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device coding: excessive force evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, stent implant and contrast in the inflation lumen and balloon, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the balloon; however, the proximal end of the stent implant was 1mm distal to the proximal marker band. The distal end of the stent implant was 1mm distal to the distal marker band. There were flared struts in the middle section and at the proximal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The non-abbott catheter was returned with the tip wrinkled for a length of 4 mm. The tip length was measured and met manufacturing criteria. The stent outer diameter dimensions were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of stent movement as it is expected that the stent would expand during travel over the balloon. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified anatomy contributed to the reported failure to advance and noted stent damage. It was reported that force was applied in the attempts to advance the sds. It should be noted the xience v instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Applying excessive force to the sds would have contributed to the stent moving on the balloon and stent damage. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose or mislocated stents for this lot. There is no indication of a product quality deficiency.